Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged. During the revision attempt, it was noted that tissue was attached to the end of the helix. Upon retraction, the tissue was brought into the helix mechanism, jamming the mechanism and preventing extension. The lead was explanted and replaced. No patient complications have been reported as a result of this event.